Event description:
Two implants placed 11/14/1997, removed 05/11/1998 from site #'s 11 & 13. One person affected.

Manufacturer narrative:
The implant and medical history were returned 8/24/1998 and evaluated. Instead of the initially reported r9010-5043, lot 75980756, a restore r9010-38-13, lot number unk, was returned. It was clean and met specifications. The implant is not believed to be the cause of failure.